Event description:
It was reported that the procedure was to treat a marginal of the moderately tortuous, occluded circumflex artery in a patient with a posterolateral st elevated myocardial infarction. A balance middleweight (bmw) elite guide wire was advanced to the lesion without any issue; however, once the guide wire reached the lesion, the guide wire did not respond when attempting to re-position the guide wire, loss of control. Reportedly, the guide wire was retracted but the radiopaque tip was stuck in the lesion and remained in the same position and the guide wire became frayed and the coils unraveled but did not separate into two pieces. An attempt was made to better position the guide catheter in order to have more support without any success. An attempt was made to position a balloon; however, the balloon did not advance as the guide wire did not provide support. A second guide wire was advanced and an attempt was made to advance a balloon again without success. The bmw elite guide wire was removed together with the guide catheter as a single unit. The procedure was concluded successfully with another bmw elite guide wire. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The physical resistance, difficult to remove, difficult to position, and device operates differently than expected could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.